Event description:
Philips received a complaint on the mx40 1.4 ghz smart hopping device indicating that the that speaker had very faint sound at bench. The device was not in clinical use at time of event, no patient involvement.

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced a faint sound. Although the speaker was confirmed to be functioning per specification during testing, based on the results of the analysis, it was determined that the product has malfunctioned; however, the cause of the reported problem was the defective speaker. The speaker was replaced and returned to the customer. The device was operational after repairs were completed. A review of the service history for this device shows the problem has not been reported again for this device.